Manufacturer narrative:
H10: multiple good faith efforts (gfe) were made on 29apr2024, 07may2024, and 14may 2024 to obtain information regarding device repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator failed calibration and was unresponsive to touch at the bottom part of the screen. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The rse advised touchscreen replacement per the manufacturer service manual.